Manufacturer narrative:
Product associated with this event was misplaced in house and cannot be visually confirmed. However the complaint was confirmed as an x-ray provided by doctor showed the fractured abutment screw inside of the implant. The abutment screw part and lot numbers were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that the abutment screw fractured and the implant was surgically removed.